Event description:
Caller's spouse experienced deep hypoglycemia during the night that led to a limited convulsive state. Highly sugared liquid (coca-cola) was given and honey applied to gums. Within 20 minutes patient recovered and ate some bread. Consecutive results from the free style were 150 mg/dl / 150 mg/. A second set of consecutive tests produced blood glucose results of 240 mg/dl and 100 mg/dl.